Manufacturer narrative:
Remains implanted.

Event description:
A physician reported that a patient was experiencing pain ten weeks post-operatively. Follow-up revealed a broken everest polyaxial screw. Revision surgery is planned but has not been scheduled.

Manufacturer narrative:
Correction: no selection has been updated to "required intervention to prevent permanent impairment/damage (devices)." Visual inspection: photos of the device were reviewed. It was observed that the screw shank had fractured at the s1 level. Dimensional, functional, and material analysis could not be performed as the device was not returned. A review of the device and complaint history records could not be performed because the device associated with this event was not returned. Therefore, a valid lot code was not provided and could not be obtained. According to the product insert, internal fixation devices are load sharing devices which maintain alignment until healing occurs. In the event that healing is delayed, does not occur, or failure to immobilize the delayed/nonunion results, the implant will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture. The degree or success of union, loads produced by weight bearing, and activity levels will, among other conditions, dictate the longevity of the implant. If a nonunion develops or if the implants loosen, bend or break, the device(s) should be revised or removed immediately before serious injury occurs. Fusion at the subject level could not be confirmed, therefore, it is possible the failure occurred in fatigue.

Event description:
A physician reported that a patient was experiencing pain ten weeks post-operatively. Follow-up revealed a broken everest polyaxial screw. Revision surgery is planned but has not been scheduled.